Manufacturer narrative:
An event of torn cusp was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Information from field indicated that the valve was implanted but unfortunately, the valve torn. Based on the information received and without returned device, the cause of the reported torn cusp could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date, an unknown size tissue heart valve was chosen for a procedure. The valve was implanted but unfortunately, the valve torn.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size tissue heart valve was chosen for a procedure. The valve was implanted but unfortunately, the valve torn.